Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of an afx on (B)(6) 2017, the main body was damaged and caused the graft to become stuck onto a previously placed graft in the middle of the aorta. After attempting to free the graft, the physician elected to perform an open conversion. The patient did not tolerate the procedure and expired 1 day procedure.

Manufacturer narrative:
Based upon the information available, the root cause of the reported event is unknown at this time. The device was not returned, therefore no physical evaluation was completed. The review of manufacturing lot confirmed all devices met specifications prior to release. There were no patient medical records or images available for review.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the reported unable to deploy and explant of the device. Clinical evaluations was unable to find substantial evidence to support the reported death. Additionally there was evidence to reasonably support that at 2 months post implant there was and endoleak type ia, iiia, and ii. The most likely cause of the inability to deploy was intentional user error due to a cautionary product use condition of an attempt to revise a previous graft endovascularly. Procedure-related harms included: the death post an open conversion on the first post-operative day. The first observations of the endoleak were processed under pr (B)(4) and will not be addressed here. The cause of death could not be ascertained due to the lack of medical information surrounding the repair event. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.